Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: small seroma. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported for left side capsular contracture grade 2. Per imaging studies "small bilateral seromas". The device remains implanted.